Event description:
Rptr alleges pt had bilateral augmentation with asymmetrical left and right and inverted right nipple. Pt had noticed that both breasts are decreasing in size. Major problem, however, involved pt developing severe deforming rheumatoid arthritis and is on medication and the symptoms are progressive. Pt has asymmetric rheumatoid arthritis with the most severe symptoms and deformities on the left, (rhd). Pt also complains of sjogren type symptoms, has chronic fatigue (2/10 energy), low grade fevers, headaches, dizzy episodes, memory loss, oral sores, sensitive to sun, cold, costochondritis, dry skin, weight fluctuations, easy bruising and constipation.